Manufacturer narrative:
Additional information was received indicating that the pump was set to infuse fluorouracil over forty-six (46) hours. Per reporter, the patient stated the pump reservoir volume counted down and the pump alarmed when done although the medication did not infuse. Per the reporter the patient stated that at the completion of the infusion, they noticed that the tubing was clamped. It was reported that on completion, the patient removed the batteries and stated that they jarred the clamp loose at that time. It was reported that the settings on the pump were: reservoir volume: 0.0 ml, continuous rate, 3.0 ml/hr, given 138.00 ml, air detector off, upstream sensor: off. The pump was not returned to smiths medical for investigation, but was inspected by a third-party medication service provider, infusystem. Per infusystem, the pump was tested using three different sets on three different scales to check the accuracy of the infusion and all results fell within manufacturing specification. The investigation did not confirm the reported under infusion.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that the patient returned to the infusion center with fill bag and the pump indicated that infusion was completed but the patient did not receive the infusion. No patient consequences were reported. No adverse effects were reported.